Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient tested on a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. The patient's results from the meter were 5.5 inr and 5.8 inr. The laboratory result from the same day was 3.8 inr. From an unspecified date, the meter result was 5.7 inr and the laboratory result was 3.9 inr. There was no allegation of an adverse event. The patient was said to have several diseases and takes multiple different medications. The patient received an influenza vaccine a week prior. The customer confirmed that qc testing and cleaning of the meter is performed monthly. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.